Manufacturer narrative:
A CAPA was previously initiated by (B)(6) to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information. The following medwatch are being filed for this event: 1318360-2026 00001_f10050_s.85491_(B)(6)_1st occurrence, 1318360-2026-00002_f10050_s.85491_(B)(6)_2nd occurrence, 1318360-2026-00003_f10050_s.85491_(B)(6)_3rd occurrence.

Event description:
(B)(6) became aware of mw5179556 received through the FDA medwatch program stating "indication: common variable immunodeficiency, unspecified. Pt reports their freedom pump was not working right & the syringe was popping out, which has been happening for the past 2-3 infusions. Rph reviewed how to set up infusion with adapter & hizentra 20% 10gm prefilled syringe directly in pump; pt was able to get pump working. Rph did review how to do manual infusion if needed. The pharmacy will replace the freedom pump, which is available for return. It is unknown if the pt experienced an adverse event due to pump issue. Pump serial number is unknown. Pt also voiced concern that they are not getting the full dose as there is a grey portion at the top of the hizentra 20% 10gm prefilled syringe that they have not seen before. Rph advised there is no less med in the syringe but pt wants confirmation from manufacturer. Rph offered nursing refresh for teach/train but pt declined. Pt also states they would not be able to visit the hizentra website for training videos. Per pt request, pharmacy rph called csl behring (800-504-5434) & spoke with rph/medical info specialist (B)(4) regarding pt questions about hizentra packaging. Per rph (B)(4), the grey portion at top of the hizentra syringe is standard luer lock tip connection & does not affect the dosage. Per manufacturer, no recent changes to color of luer lock tip. The pharmacy will contact the pt back to advise. Hizentra 20% 10gm prefilled syringe lot number p100754436/ expiration date 06/14/2027 & lot number p100786419/ expiration date 09/27/2027 obtained via the pharmacy dispensing system." Additional information was received providing patient information and the serial number of the pump involved. In addition, the initial reporter stated this was the first time that the issue of the syringe popping out has been reported to the pharmacy, therefore all occurrence dates are not known. The pump listed in this report has not been received by (B)(6). (B)(6) is currently investigating this event. The following medwatch are being filed for this event: 1318360-2026 00001_f10050_s.85491_(B)(6)_1st occurrence, 1318360-2026-00002_f10050_s.85491_(B)(6)_2nd occurrence, 1318360-2026-00003_f10050_s.85491_(B)(6)_3rd occurrence. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.